Event description:
It was reported that the patient's stimulation was not working. The hcp reported that the patient received a new battery in perfectly working condition, but needed her leads revised. The patient ''did not want to deal with it anymore'', and wanted the system removed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3487a-45, lot # v118400, implanted: (B)(6) 2008, explanted: unknown; lead model 3487a-45, lot # v118400, implanted: (B)(6) 2008, explanted: unknown; lead model 3776-60, serial # (B)(4), implanted: (B)(6) 2008, explanted: unknown; extension model 37082-20, serial # (B)(4), implanted: (B)(6) 2008, explanted: unknown; programmer model 37743, serial # (B)(4).

Event description:
Additional information. The only issue was the patient was just not getting the coverage she wanted after the new device was implanted. The patient wanted the device removed because she was in a nursing home and did not want to be bothered with it anymore. The device had not been removed yet at the time of this report, and no plans to remove the device were reported.